Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to the system controller pcb assembly the system controller pcb assembly was replaced, which resolved the reported issue and after completing other, unrelated, repairs to the device, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. There was no patient use associated with the reported event.